Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion due to high threshold on the ventricular lead. The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.